Event description:
Patient noticed no lights on system controller along with no parameters on display. Did controller exchange, device working properly. After ~2 hours, back-up controller with red heart alarm and low flow alarm. Pt transported to (B)(6). Pump exchanged.